Event description:
It was reported by a healthcare professional that a patient who underwent a breast augmentation procedure with mentor memoryshape breast implant 420cc gel breast prostheses developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via an examination. It was later reported by the patient that her left breast was much bigger than her right and it was producing more milk. A fine needle aspiration was performed and the fluid was discovered to be a seroma. The seroma was benign. The patient later underwent bilateral explantation and replacement with a mentor memorygel breast implant 400cc gel breast prosthesis and a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture, left breast seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).